Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. No activity related to complaint in current pump history. Unable to complete required investigation steps and adequately investigate the compliant due to internal moisture damage in pump, reported in 2531779-2015-22708.

Event description:
At the time of troubleshooting, the reporter confirmed the pump was set to the correct date and time and all settings were programmed as intended. In addition, after reviewing pump history, the reporter confirmed that the pump appeared to be delivering as programmed. The animas representative noted that after reviewing the pump they were unable to determine cause of ketones. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy and insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.